Manufacturer narrative:
The tech found the account was trying to arm the bed exit while the bed was empty, user error. The tech in-serviced the account on bed exit functions to resolve the issue.

Event description:
The account alleged the bed exit would not set. No pt impact.